Event description:
It was reported that needle was clogged with a bd needle precisionglide 30x1/2in. The following information was provided by the initial reporter, translated from portuguese to english: I am contacting because I have some needles from lot 9030851 with manufacturing in february / 2019 that are clogged and blunt. Information received by email on (B)(6)2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
H.6. Investigation summary: no samples or photos were provided by the customer for investigation. A device history record (DHR) review was performed on the columbus batches (8310830, 6235652) associated the curitiba batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. Based on the investigation conclusion and without a sample to analyze, the condition reported by the customer could not be confirmed nor could this symptom be correlated with a potential cause linked to the bd process. H3 other text : see section h.10.

Manufacturer narrative:
H.6. Investigation: two (2) samples were received from the customer for investigation. The samples were visually examined and it was found that light was not able to pass through the samples indicating that they were clogged. Foreign material (fm) can be introduced to the fluid path during the manufacturing process which could cause the needle to become clogged. All product is automatically checked for clogged needles during the production process. The customer also reported that the needle points were blunt so the samples were examined using 10x magnification with no defects observed. There was no damage, the bevels were good and the etch was good. No defective grind was found and no hooks were observed. A device history record (DHR) review was performed on the columbus batches (8310830, 6235652) associated the curitiba batch associated with this investigation. The DHR reviews did not reveal any defects or issues reported and no quality notifications were issued. H3 other text : see h.10.

Event description:
It was reported that needle was clogged with a bd needle precisionglide 30x1/2in. The following information was provided by the initial reporter, translated from portuguese to english: I am contacting because I have some needles from lot 9030851 with manufacturing in (B)(6)2019 that are clogged and blunt. Information received by email on (B)(6)2019 : the incident was noticed during the use. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapic to the skin.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that needle was clogged with a bd needle precision glide 30x1/2in. The following information was provided by the initial reporter, translated from (B)(6) to english: I am contacting because I have some needles from lot 9030851 with manufacturing in (B)(6) / 2019 that are clogged and blunt. Information received by email on (B)(6) 2019: the incident was noticed during the use. There was no damage to the patient/health professional. There was no exposure of blood or chemotherapy to the skin.